Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of prime/fill anomaly from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer stated that insulin squirted out during manual prime process. The customer stated that insulin continued to drip after letting go of the act button during the prime process. The customer stated that there were no alarms in the alarm history. The insulin pump was returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No prime/fill anomaly was noted. Installed a water filled test reservoir, and primed the pump. Several boluses were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. The pump delivered properly all bolus profiles and matched recorded at the bolus and daily total history screens. No delivery anomalies were noted during testing. No gap between the piston and reservoir stopper during prime noted. The units left at the test reservoir matched properly the units left at the display and no anomaly was noted. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.